Event description:
An implantable cardiac defibrillator (ICD) system was returned from a device clinic after explant due to a patient death. There was not date of death listed; however the implant date of the device is seven months prior to the explant date. No cause of death was reported.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.